Event description:
It was reported that during a percutaneous intervention (pci) procedure, deflation difficulties occurred. The 100% stenosed target lesion was located in the minimally tortuous, minimally calcified superficial femoral artery (sfa). The physician advanced a 5.0 x 80mm x 135cm sterling balloon catheter to the lesion, two to three inflations were performed to 6atm; however, the balloon did not/would not deflate properly. Multiple techniques were used; however, the device did not deflate. The device was removed partially inflated and appeared to be inverted. The procedure was completed with a different device. There were no patient complications and the patient status is fine.

Event description:
It was reported that during a percutaneous intervention (pci) procedure, deflation difficulties occurred. The 100% stenosed target lesion was located in the minimally tortuous, minimally calcified superficial femoral artery (sfa). The physician advanced a 5.0 x 80mm x 135cm sterling balloon catheter to the lesion, two to three inflations were performed to 6atm; however, the balloon did not/would not deflate properly. Multiple techniques were used; however, the device did not deflate. The device was removed partially inflated and appeared to be inverted. The procedure was completed with a different device. There were no patient complications and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: only the distal portion (i.e. Tip, balloon, and distal shaft) of the sterling catheter was received. The balloon was received partially inflated. There was dried contrast in the balloon and inflation lumen. There was no evidence of any proximal bond anomalies or distal outer neckdown. The inner and outer shaft were buckled and stretched 15-19 cm from the fracture surface and adjacent to the proximal balloon bond. There was a complete shaft fracture 69.5 cm from the distal tip. The proximal portion of the device, including the manifold, was not returned for product analysis. The fracture face was jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The returned condition of the device (shaft separation, stretched and buckled inner/outer shaft) prevented the balloon to be inflated or deflated; therefore, functional testing could not be performed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).